Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: the reported event of a communication issue with the system controller was confirmed and reproduced. Data from the reported event date of 25feb2026 in the controller event log files was reviewed. There were no notable alarms active in the log file. The system controller, serial (B)(6), was returned for analysis. The controller returned with no communication with the monitor. The cable jacket and shielding of the white power cable was stripped. A severed orange and blue communication wires were found 9.5 inches from the connector strain relief. This is consistent with wire fatigue due to repetitive flexing of the cables. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed communication wires in the white power cable that occurred due to wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller would not connect to the heartmate touch (hmt). Different carts and patient cables were attempted, and the connections were cleaned with no resolution. The system controller was exchanged and the issue resolved and connected to the hmt as expected. Log files were submitted for review, but the log would not parse and came up invalid. This was suspected to be due to no data being present in the log.